Event description:
Reporter indicated that she was experiencing "shocks" and an increase in migraines. Patient's device was turned off, however, the patient "neck still cramp up when she yawns." It was reported that the patient had to tilt her head back in order to get the cramp out. In addition, the patient has previously experienced tingling sensations in the neck with device stimulation, voice alteration with stimulation, and protrusion of the lead body at the neck site. Patient indicated that she is considering removing the vns system.